Manufacturer narrative:
No specific information regarding the procedure site or date was provided; therefore, no davinci system or accessories log files or device history record are available. Citation: kim, i.k., lee, c.s., bae, j.h. Et al. Perioperative outcomes of laparoscopic low anterior resection using artisential® versus robotic approach in patients with rectal cancer: a propensity score matching analysis. Tech coloproctol 28, 25 (2024). Https://doi.org/10.1007/s10151-023-02895-y.

Event description:
During review of a literature article involving da vinci assisted robotic procedures titled, ¿postoperative outcomes of laparoscopic low anterior resection using artisential versus robotic approach in patients with rectal cancer: a propensity score matching analysis¿ the following complications were reported: 201 patients underwent da vinci xi assisted low anterior resections for rectal cancer. The mean age of the robotic patients were 65.8±11.3 years. The mean body mass index (bmi) of the robotic patients was 23.8±3.1 kg/m2. Table 2 documents patient blood loss, post-operative hospital stays. Three patients experienced post-operative complications greater than or equal to a level three on the clavien-dindo scale. One patient received a reoperation.